Manufacturer narrative:
Additional product code hwc ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent a femur orif for a vancouver b3 fracture. The patient was implanted with an lcp 4/55.0 17-hole broad curved plate, four (4) unknown locking attach pl 3.5 f/lcp 4.5/5.,0 4 holes, and cerclage cable w/crimp 1.7mm . There were no intra-operative and post-operative complications noted. The patient was re-admitted due to proximal metal work failure and non-union. After 2 years follow- up, there was a revision and patient were mobilizing with frame. 10 years prior - patient had an acetabular replaced. No further information available. This complaint involves an unknown number of devices. This report is for (1) 4.5mm curved broad lcp(tm) pl 17 holes/318 mm-sterile this is report 1 of 7 (B)(4).